Event description:
Legal complaint received alleging that the patient underwent a revision procedure on (B)(6) 2010 due to recurrent dislocations. The ceramic head and polyethylene liner were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions". The user facility was notified of the event on february 15, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2012-00204 through -00207).